Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose reached 571 mg/dl. Customer had treated their blood glucose with a bolus and a manual injection. It was also found the customer was feeling thirsty, shaky, and had a headache due to their high blood glucose. Troubleshooting found the customer's insulin pump was working as designed. Customer also stated their alarm history showed a no delivery alarm had occurred. It was also found the customer's cannula was not occluded after removing their infusion set. Customer's blood glucose was 456 mg/dl at the end of the call. The customer had reverted to manual injections. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.